Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('acute salpingitis') and pelvic pain ('pain pelvic,left pelvic area,stabbing pelvic') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included discharge, spotting menstrual, hirsutism, female pattern hair thinning, menstruation abnormal, uterine bleeding, abdominal pain and perineal pain. Previously administered products included for an unreported indication: mirena. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("menorrhagia,excessive menstrual bleeding"), 1 month after insertion of essure. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia,pain with intercourse") and fatigue ("fatigue") and was found to have weight increased ("weight gain."). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("constant uti"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy(full) and bilateral salpingectomy,hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, vaginal haemorrhage, headache, dysmenorrhoea, fatigue, weight increased, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, menorrhagia, urinary tract infection, migraine, dyspareunia and pain in extremity had resolved. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2014 and (B)(6)2014. Current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: right fallopian tube, focal acute salpingitis and fibrosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, dysmenorrhea, menorrhagia, urinary tract infection, dyspareunia, leg pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. Reporter information updated. Patient demographic information updated. . Other relevant history and lab data updated. Event: acute salpingitis newly added from mr. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('acute salpingitis') and pelvic pain ('pain pelvic,left pelvic area,stabbing pelvic') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included secretion discharge, spotting menstrual, hirsutism, female pattern hair thinning, menstruation abnormal, uterine bleeding, abdominal pain and perineal pain. Previously administered products included for an unreported indication: mirena. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("menorrhagia,excessive menstrual bleeding/ menorrhagia (heavy menstrual bleeding)"), 8 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia,pain with intercourse") and fatigue ("fatigue") and was found to have weight increased ("weight gain."). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("constant uti"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy(full) and bilateral salpingectomy,hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, vaginal haemorrhage, headache, fatigue, weight increased, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, migraine and pain in extremity had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014. Current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Pathology test on (B)(6) 2018: right fallopian tube, focal acute salpingitis and fibrosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, dysmenorrhea, menorrhagia, urinary tract infection, dyspareunia, leg pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : essure implant date updated. Event of abdominal pain added. Outcome of events dysmenorrhea and abdominal pain were updated to recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic, left pelvic area, stabbing pelvic') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("menorrhagia,excessive menstrual bleeding"), 1 month after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia,pain with intercourse") and fatigue ("fatigue") and was found to have weight increased ("weight gain."). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("constant uti"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pain in extremity ("leg pain"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, migraine, dyspareunia and pain in extremity had resolved and the vaginal haemorrhage, headache, dysmenorrhoea, fatigue, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014 and (B)(6) 2014. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: previously reported event injury was updated with new events. Following events were added : abnormal bleeding (vaginal, menorrhagia, uti, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.